Event description:
The customer reported that the pt experienced a severe hypotensive episode. When the nursing staff noted that the machine appeared to be removing fluid from the pt at a greater rate than it had been programmed, they elected to terminate the treatment. He was further stablized and resume crrt treatment on another prismaflex machine later in the day.